Manufacturer narrative:
Philips service replaced the psu and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to start due to a defective psu on an allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.